Event description:
It was reported that during an implant procedure, the right ventricular lead helix did not appear to be extended under fluoroscopy. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4): the full lead was returned and analyzed; analysis revealed the helix was distorted/bent. There was blood on the distal electrode and the lead was damaged at implant. (B)(4).